Event description:
The customer tested her blood glucose using her 3 contour meters. This meter read 241 and 236 mg/dl, while the other 2 meters read 126 and 100 mg/dl. The difference between the readings falls in the "c" zone of the parkes error grid, making the difference clinically significant. No adverse events were alleged. The test strips are to be returned for evaluation. Replacement test strips were sent to the customer.